Event description:
It was reported that the patient presented for implant procedure. During the procedure when the physician attempted to insert the guidewire into the left ventricular (lv) lead, the guidewire penetrated the lv lead and its insulation. Therefore, the physician elected to abandon that lead and implant a new lead successfully instead. The patient condition was stable.

Manufacturer narrative:
The reported event of "guidewire penetrated to the lv lead and it¿s insulation" was confirmed. A complete lead was returned in one piece for analysis. Visual inspection found the lead insulation to be punctured and damaged at the s-curve region. The inner coil was found kinked in this location. The cause of "guidewire penetrated to the lv lead and it's insulation" is consistent with procedural damage.